Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer notified baxter corporate product surveillance (cps) of one one-link needlefree ivconnector in which cross threading was occuring between the one-link device and the bd syringes which resulted in a leak. These are being connected to either curlin tubing or gravity sets (non-baxter) while infusing tpn or antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.